Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent. The device was inspected with no issues noted. Excessive force was not used during delivery. It was reported that the device cracked/detached/fractured during delivery through the vessel. The detached portion of the device was removed from the patient. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: the lesion was located at the lad / 1st diagonal and was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered during delivery. The reported partial detachment occurred at the distal to mid section of the device. The device came out cleanly. A 3rd stent was used to cover the lesion with correct deployment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.